Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mild calcification common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous - stenting procedure. Reportedly, after clip deployment of the starclose se device, the starclose se device could not be removed from the patient anatomy. The device was twisted and able to be removed. Hemostasis was achieved with the clip of the starclose se device. Manual adjunctive compression was applied for ten minutes to treat tissue tract oozing. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty removing the device was confirmed based on the returned device condition. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. It is unknown if the reported IFU violation contributed to the reported difficulties; therefore, notification is not required. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.